Event description:
Pt underwent ltvh/bso. Used 4 everest bipolar insts. #1 would not carry the current-cords changed both from inst to pt and the short cord from the machine to the everest aem box. #2 inst got stuck in the operating scope channel and when assist. Tried to move it back up into channel, the blade cut his finger. The kleppinger box was changed. #3 the channel of the scope shaved off the ring at the end of the inst. So we had to change it again. #4 we changed from the operative stryker scope to the storz operative scope and opened another inst and cord - it is now working. The inst is now sliding back and forth thru the channel as it should. Between #3&4 dr. Almost opened the case because of frustration.